Manufacturer narrative:
The complaint sample was returned incomplete but the reported event was confirmed. The power adaptor was bent. There were indications of wear and displaced material throughout the complaint sample. There were numerous dents and gouges on the power adaptor. A manufacturing review revealed no discrepancies. No further investigation is required. The cause is attributed to wear. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, zimmer biomet. Date of manufacture either 7-jun-13 or 26-jun-13.

Event description:
It was reported during an unknown patient procedure the part of the reamer shaft that goes into the power equipment bent during the reaming process. No adverse events reported.